Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 a 9-asd-030 was selected for a asd-closure. (Delivery system 9-itv12f45/80 lot 7279010). After deploying the device, the right atrial disc enfolded in a cobra-like deformation. The device was recaptured and exchanged for a 9-asd-032 that was successfully implanted. The patient remained stable.

Manufacturer narrative:
The reported event of deformation upon could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.